Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('birth control may be slightly out of place') and pelvic pain ('pain') in a female patient who had essure (batch no. C03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, uti and cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("bladder/ urinary problems changes"), bladder disorder ("bladder/ urinary problems changes"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2019, hysterectomy-bi-s and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bladder/ urinary problems changes 2 trailing coils on right side and 4 trailing coils on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: birth control may be slightly out of place. Batch no c03092, production date 2013-12-05, expiration date 2016-12-31. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient details, medical history added. Event: birth control may be slightly out of place added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("bladder/ urinary problems changes"), bladder disorder ("bladder/ urinary problems changes"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (B)(6) hysterectomy-bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bladder/ urinary problems changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received - lot number was added, events "pain, bleeding, bladder/ urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, psych injury" were added. Outcome of events "pain, bleeding, bladder/ urinary problems" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("bladder/ urinary problems changes"), bladder disorder ("bladder/ urinary problems changes"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2019, hysterectomy-bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bladder/ urinary problems changes batch no c03092 production date 2013-12-05 expiration date 2016-12-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('birth control may be slightly out of place') and pelvic pain ('pain') in a female patient who had essure (batch no. C03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, uti and cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("bladder/ urinary problems changes"), bladder disorder ("bladder/ urinary problems changes"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2019, hysterectomy-bi-s and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bladder/ urinary problems changes 2 trailing coils on right side and 4 trailing coils on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: birth control may be slightly out of place. Batch no c03092 production date 2013-12-05 expiration date 2016-12-31. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.